Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side, "on and off pain", felt different and was harder", and rupture. Healthcare professional reported later, "right one was ruptured with moderate amount of fluid around it". Device has been explanted.